Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right femoral vein due to recurrent deep vein thrombosis and pulmonary embolism. Patient is alleging fracture, aorta perforation, erosion of l3 vert body. Patient further alleges deep vein thrombosis, pulmonary embolism, anxiety, depression, swelling, pain, skin discoloration, physical limitations, required to take lifelong medication and fragment remains in spine, ocd and vein damage. Attempted removal(unsuccessful) on (B)(6) 2018. Report from computerized tomography (CT) : "there is an ivc filter with abnormal appearance. Superior tip is angulated abutting right lateral wall. A right lateral strut appears to extend into right ovarian vein coronal image 65. A posterior strut extends into and erodes anterior/right lateral l3 vertebral body sagittal image 85. Anterior strut extends more than 2 cm external to the ivc and is surrounded by ill-defined high density material which could be hematoma, phlegmon, or fibrosis and measures about 1.9 x 1.8 cm transaxial by 2.3 cm craniocaudal series 3 image 48 and sagittal image 83. A medial strut from the ivc filter extends into the center of the abdominal aorta just above the bifurcation series 3 image 49." "Ivc filter complication. An anterior strut from the filter extends well beyond the ivc margin with surrounding 1.8x1.9x2.3 cm high density area consistent with hematoma, fibrosis, or phlegmon. A medial leftward strut extends into the center of the aorta. A posterior strut erodes a portion of the l3 vertebral body. A lateral rightward strut extends into the right ovarian vein. " retrieval report: "ivc filter complication. An anterior strut from the filter extends well beyond the ivc margin with surrounding 1.8 x 1.9 x 2.3 cm high density area consistent with hematoma, fibrosis, or phlegmon. A medial/leftward strut extends into the center of the aorta. A posterior strut erodes a portion of the l3 vertebral body. A lateral/rightward strut extends into the right ovarian vein." "Ivc filter in place unchanged appearance prior to and following attempts at retrieval" "attempted retrieval of ivc filter under anesthesia without success" report from CT: "ivc filter in place unchanged appearance prior to and following attempts at retrieval." "Attempted retrieval of ivc filter under anesthesia without success" "abnormal ivc filter again identified. Posterior strut extends into the l3 vertebral body as above." "A left side structure extends into right abdominal aorta just above the bifurcation. An anterior strut again extends well beyond the ivc margin and into the center of a retroperitoneal soft tissue density area difficult to measure separate from adjacent small bowel loops further anteriorly but measuring about 1.7x1.7cm transaxially series 3 image 49 but not clearly changed from the reference exam o 09/19/2018 allowing for difference in technique and different positioning of the small bowel." "Ivc filter complication again noted with right-sided strut extending into right ovarian vein, left sided strut extending into the aorta, posterior strut extending into and eroding l3 vertebral body, and anterior strut extending beyond anterior ivc margin with surrounding soft tissue density area that could be hematoma, fibrosis, or phlegmon and is stable in size from 6/19/2018 prior to the recent interventional procedure." Retrieval report: "ivc filter strut again noted within the inferior aspect of the l3 vertebral body with stable mild surrounding sclerosis. There is moderate/severe l4-5 interspace narrowing with vacuum phenomena" "interval removal of ivc filter and a fractured strut in the midabdomen near the duodenum. Decreased inflammatory changes are seen at the site. A residual ivc filter strut is seen in the inferior aspect of the l3 vertebral body with stable mild surrounding sclerosis." "Status post ivc filter removal[cm.1]. A single posterior strut was fractured on pre-procedure imaging and remains within the nearby vertebral body. This does not penetrate into the vascular lumen on endovascular ultrasound." Report from CT: "interval removal of ivc filter and fractured strut in the midabdominal near the duodenum." "Interval removal of ivc filter and a fractured strut in the midabdomen near the duodenum. Decreased inflammatory changes are seen at the site. A residual ivc filter strut is seen in the inferior aspect of the l3 vertebral body with stable mild surrounding sclerosis." Report from CT: "the reported strut of ivc filter appears to be located within the right anterolateral aspect of the l3 vertebral body. There are chronic-appearing surrounding erosive changes"

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. The reported allegations have been further investigated based on the information provided to date. The investigation has been updated to include the following allegations: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, tilt, fragment remains in spine, required to take lifelong medication and obsessive-compulsive disorder (ocd), pulmonary embolism (pe), fracture, aorta perforation, ovarian vein perforation, deep vein thrombosis (dvt), inability to retrieve, erosion of l3 vert body, anxiety, depression, swelling, pain, skin discoloration, physical limitations and vein damage. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The additional information regarding vena cava perforation, does not change the previous investigation results for aorta/organ/ovarian vein perforation. The additional information regarding fragment remains in spine, does not change the previous investigation results for fracture. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported "required to take lifelong medication and obsessive-compulsive disorder (ocd)" are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported erosion of l3 vert body, anxiety, depression, swelling, pain, skin discoloration, physical limitations and vein damage are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."